Event description:
Patient reported, a right side rupture. And cyst. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and cyst. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary: device video for the device related to the reported event of rupture/cyst was requested on nov 30, 2023. It is not possible to determine the lot number or catalog number through the video provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst : unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side rupture and cyst. Device was explanted-replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/dec/2023. Additional, changed, and/or corrected data: d9.

Event description:
Patient reported a right side rupture and cyst. Device was explanted-replaced.